Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer gave a correction bolus to address their bg level. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump history and determined that the pump functioned as intended and that boluses were delivered. The customer acknowledged and continued using the pump for insulin therapy.